Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter ¿particulate¿ was found in a bd plastipak¿ 3mlsyringe luer-lok¿ prior to use. There was no exposure, injury or medical interventions reported.

Manufacturer narrative:
Investigation results: ten 3ml luer lok syringes in sealed blister packs were received by bd (B)(4) for investigation and it was confirmed to be from lot number #7268770, catalog # 309658. Four photos were also submitted for review. Based on visual examination of the returned samples, no foreign matter were observed. Photos indicated foreign matter in form of white particles on stopper surface. DHR review for batch 7268770 (p/n 309658): manufacturing dates: 10/12/2017 to 10/13/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7268770 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Product defect is confirmed based on sample evaluation performed. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.